Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 61 mg/dl at the time of the incident. The customer's blood glucose was 292 mg/dl at the time of hospitalization. The customer stated that the high blood glucose was treated with IV of sugar. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.